Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the unopened sample, revealed that the edge needle-pro was loose inside sealed package, not assembled to the syringe. While the detachment of the needle-pro device from the syringe is not desirable, the needle-pro device was easily reassembled to the syringe without removing the components from the sealed package. The issues that were described by the customer could not be reproduced with the returned samples. Therefore, the root cause could not be confirmed with the samples provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use of the device, the needle popped off the syringe. No patient injury was reported.